Event description:
The customer contact reported the device alarmed with a s233 (over-temperature-psc) malfunction alarm code. The pump was returned to the biomedical dept for an unspecified reason. No tracking info was provided; therefore, specific pt info, pump programming, or event details were not available. There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. During testing at the user facility, the device alarmed with a s233 (over-temperature-psc) malfunction alarm code. No add'l info was provided.

Manufacturer narrative:
Investigation is not complete.